Event description:
It was reported the device issue led to an adverse event. The burr did not drill well. The surgeon had to apply tremendous force and, as a result, drilled through the foot of the patient and almost through his own hand. After this, the surgeon refused to use the burr and used one of their own. It was reported that although the device failed while in use, there was no patient/surgeon injury alleged. The device was in contact with the patient. It was reported there was a delay in surgery of 10 (minutes).

Manufacturer narrative:
Integra has completed their internal investigation on 10jun2016. The investigation activities included: methods: -review of device history records. -review of complaint history. Results: pn 119618nd lot fe58 was manufactured on 8th june 2015 and (B)(4) parts were released. No anomaly was found, all results are compliant with specifications. (B)(4) items were checked during incoming inspection. This is the third incident for similar issue after the review complaint records during last two years. (B)(4) items were sold during this period, drills 119618nd being single use instruments. The global rate failure is evaluated at (B)(4). This is the first incident for lot fe58 and (B)(4) parts were released. The lot failure is (B)(4). Conclusion: the product was not returned, the root cause of the incident described in this complaint cannot be determined.